Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level. No exact bg value was provided. The customer suspected the high bg level was caused by their healthcare provider inputting the incorrect settings on their pump. No additional information regarding this event was provided. Reportedly, the customer met with their healthcare provider to address this issue.